Manufacturer narrative:
(B)(4) - partial dehiscence. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 3 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to a perivalvular leak caused by partial dehiscence. According to the operative report, this patient had 4 years ago mitral valve replacement following an unsuccessful mitral valve repair. The patient now ((B)(6) 2010) presented with a large perivalvular leak at the anterior commissure of the mitral annulus. There was complete dehiscence of the one corner of the anterior commissure. The pericardial valve otherwise was okay but has some covered with some fibrinous tissue. The mitral prosthesis was removed and implanted a new carpentier-edwards thermafix magna pericardial valve. Per the surgeon, the reason for explanting the device was procedure related. There have not been any allegations of a product malfunction.